Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
It was reported that patient experienced an open humerus fracture. This patient required immediate surgery for definitive fixation with an intramedullary nail. The humeral nails had been removed from stock due to low usage. However, implants should be able to be sourced and delivered on the same day from neighbouring units that maintain these items. In this instance, a nail was not able to be delivered. As a result, the surgeon was only able to perform the debridement, and the definitive fixation had to be delayed until later. The patient is at much higher risk of infection due to surgery being postponed. Patient may have had to be anesthetized twice.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: information has been reviewed and determined that there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of the j&j medtech orthopaedics device after it was released for distribution. However, a deliver service issue (dsi) is indicated and addressed internally within a local quality management system. Device history review (DHR): part number: 04.017.270s, lot number: 924p168, manufacturing site: mezzovico, release to warehouse date: 15 sep 2022, expiration date: 01 sep 2027. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.